Event description:
It was reported to minimed that the customer reported the pump does a great job, most of the time but there are bugs and many occur during sleep cycle. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_ngp.